Event description:
Report from the USA stating that the device was overheating. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "heat" could not be confirmed. The device was received in a conditional that made the evaluation impossible. If additional information becomes available, a supplemental report will be sent. (B)(4).